Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to a refractive surprise. The icl was exchanged for a same model, different diopter lens.

Manufacturer narrative:
(B)(4) (refractive surprise) - (B)(4).